Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was so tired. They got the device 15 years prior and, within weeks, had a doctor testing for max medical improvement screw up and they ripped the leads down a vertebra and a half. Things went downhill rapidly from there and they had two full-body [mris]. No further complications were reported or anticipated.